Event description:
Customer reported erroneously low white blood cell (wbc) count and platelet count, with high red blood cell count and hemaglobin results for one pt sample while using the coulter lh 750 hematology analyzer. The pt sample had been warmed to 37 degrees celsius just prior to the test. Erroneous results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). The samples were rerun to confirm back to the last acceptable control run. Controls were run before this event and recovered within assay ranges. On (B)(4) 2010, the field service engineer verified mode to mode calibration and verified the instruments performance to specifications. Root cause is unk. The erroneous results display the typical pattern of poorly mixed specimens. There were instrument generated flags with the platelet results to alert the operator to further review the platelet results. This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and oct 23, 2010 of complaints for additional reportable events.